Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer contacted technical support to report that a non-recoverable fault occurred, prompting them to disable the universal surgical manipulator (usm1). The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs, identifying faults on the usm1. Despite performing two hard reboots, the issue persisted, and the system displayed error 319 upon booting. The customer disabled the usm1 and continued with the procedure using the remaining three usms. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm1) due to error 319. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm1 for evaluation, but evaluation has not been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm1) was analyzed and found the 319 error observed in the field was confirmed in system logs. A visual inspection revealed damage to the rolling loop fiber within the spar channel. Testing on a golden system and a patient side cart fixture test platform replicated the fault, with the fiber failing the rxpower test. The complaint was confirmed based on failure analysis. The probable root cause of error 319 may be attributed to the rolling loop fiber assembly. When communication through this component is interrupted, the system is placed in an unrecoverable soft-lock mode and this error can be resolved with a power cycle or by replacing the usm.

Event description:
Refer to h11 for follow-up information.